Event description:
The customer reported that prior to use for a patient procedure, a glidescope spectrum single-use video laryngoscope (unknown size) had struck the ground. It was reexamined and cleaned immediately by the customer after striking the ground with no defects reported. The same glidescope spectrum single-use video laryngoscope was then used in the procedure. During its use, the customer reported the video laryngoscope had broken off within the patient's oropharynx. The customer utilized a video-assisted bronchoscope to retrieve the broken piece out of the patient's mouth. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope spectrum single-use video laryngoscope was not returned to verathon for evaluation as it had been disposed of after its use by the customer. Since the device was not returned to verathon for evaluation, the root cause could not be determined at this time. A possible cause for the device breaking during the procedure could be in relation to the device having struck the ground prior to its use which may have caused unintended damage that may not have been identified during its reexamination by the customer. In the glidescope video laryngoscopes operations and maintenance manual (omm), it notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." The customer had also reported that when the glidescope spectrum single-use video laryngoscope had struck the ground, they immediately cleaned the device prior to its use on the patient. While they did not elaborate to the extent on how the device was cleaned, the glidescope spectrum single-use video laryngoscope is a single-use product that is not intended to be reprocessed or re-sterilized. The omm states, "do not reuse, reprocess, or re-sterilize single-use components. Reuse, reprocessing, or re-sterilization may create a risk of contamination of the device." In a communication follow-up with the customer, the customer had stated going forward, "they were no longer going to use [video laryngoscope] blades that fell [on the ground] regardless if they did not look damaged." Trending analysis for glidescope spectrum single-use video laryngoscope does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized by verathon. At this time corrective action is not required. Verathon will continue to monitor for any ongoing trends.